Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material at the nozzle, light guide lens, and the air/water cylinder. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was residing in the air/water cylinder, inside the nozzle, and at the light guide lens, as the reprocessing was not completed due to leakage at switch 1, which resulted in remaining foreign material. The event can be detected and prevented by following the instructions for use which state: IFU states the detection method in evis exera ii gif/cf type 165 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in evis exera ii gif/cf type 165 series reprocessing manual cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.